Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient reported that she did not eat during the night and her values were in normal range before going to bed. The patient woke up at 5:00 am and had very high blood glucose values. There was no bg taken but the patient felt her blood glucose was high based on her symptoms of hyperglycemia. The cgm at that time was reading around 300 mg/dl. The patient took a ketone test and it came out as rub dark (deep ketosis) on the test stripes. Her ketone values were over 160 mg/dl as this is the highest value that can be measured with this method she was using. The patient reported that as her ketone values were so high, she assumed that she was in a ketosis. The patient self-treated with water and insulin shot. The patient was feeling very nauseous and sick, so her oldest daughter took her to the emergency room. The patient arrived at the emergency room (ER) at 5:30 am. At the ER, their blood glucose was tested but there was no information on what the value was. The patient could not remember her blood glucose value as she was ¿out of her mind¿ and could not think clearly. The patient reported that the cgm values were inaccurate, therefore her insulin pump was not releasing insulin for her high bg and that is why she ended up at the emergency room. At the ER, the patient was treated with shots of insulin, prescription for nausea and vomiting medication and IV fluids. They performed a ECG (electrocardiogram), monitored her heart and did some blood work. The patient was stable and was discharged at 11:30 am the same day. When she arrived home, she realized that the needle from her pump was not in her skin. It is unknown if that occurred at the ER or prior to. The patient contacted tandem, and they educated her on how to change it out. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.